Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 2000mcg/ml; 660 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported that during a routine pump replacement, the catheter was sliced into; 4cm of catheter was sheared off and discarded. Replaced the 4cm of the old catheter with 20 cm of the spinal segment of 8731. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting was performed. No symptoms were reported. The issue was resolved. Patient status was alive - no injury. Patient weight was asked and will not be made available. No further complications were reported.